Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a one minute time frame on the precision xtra blood glucose meter. The results when plotted on a parkes error grid fall into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.